Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient info. Source: phone.

Event description:
Reported 1 false negative sars results for one symptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing). Family member tested positive onsite. No additional information was provided by customer.